Manufacturer narrative:
Additional narrative: exact date of postoperative breakage is unknown, but the discovery was made on (B)(6) 2015. Additional product codes for this report include hwc. Original implant procedure occurred on an unknown date in (B)(6) 2014. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history record(s) has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on june 8, 2015. It was reported that the first nail was originally implanted on an unknown date in (B)(6) 2014. This nail broke on an unknown date and was revised with a second nail on an unknown date on (B)(6) 2014. This event was addressed under a separate complaint, (B)(4). On (B)(6) 2015, the second nail (addressed in this complaint) was discovered to have broken at the proximal end and that the patient¿s femur had also fractured at the same location. The patient underwent revision surgery on (B)(6) 2015, during which time the broken nail and associated hardware were explanted and a locking compression distal femur plate was implanted.

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: x-ray review by medical professional and nail breakage confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 05.mar.2014 expiry date: 01.feb.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision procedure took place on (B)(6) 2015 to remove a broken proximal femoral nail antirotation (pfna) nail. The device, which was originally implanted in (B)(6) 2014, was discovered to be broken at the proximal part on (or around) (B)(6) 2015. The patient¿s femur broke in the same position as it had originally. The patient was revised with a locking compression distal femur plate during the procedure. No additional information is available at this time. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: when examining the proximal fracture surfaces of the pfna-ii using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The crack started at the lateral side of the nail and ran into the material. The documented fatigue crack close to the initial fracture zone and the crack at the junction where the fracture behavior changed the direction indicate crack branching and high dynamic loads. After breaking, the fragments rubbed against each other causing partial destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The area with dimples corresponds to the residual forced fracture zone. On april 20, 2015 the pfna-11 nail was found to be broken. The revision surgery to remove the pfna-11 and replace it by means of a distal femur plate was performed on may 14, 2015. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low and moderate dynamic bending loads (one-sided). Constant load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna-11. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (multi-fragmentary bone fracture) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.